Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that geo module is causing geometry pc to lock up during boot up. Reviewed log file showed that geometry safety line active. The fse informed to customer that those parts need to repair, customer ordered and replaced parts. After replacement of parts, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device would not reboot. No harm was reported. Philips has started an investigation of this complaint.